Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was received from the customer. The monitor device was in storage, and when pulled out of storage, it was found that the device was not working. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, phenomenon of ¿no image is displayed (the green power light turns on, but no image is displayed)" was reproduced. It was found that the trouble occurred due to a failure of the patient circuit (qb) board. From the service manuals, it was confirmed that qb board has input/output terminals and signal-processing functions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a printer circuit board failure. An additional issue of cosmetic wear on the housing was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the high definition lcd monitor did not display an image. There were no reports of patient harm associated with this event.